Manufacturer narrative:
(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that three fibers failed for the same reason "aiming beam fires straight out of fiber cap". The first fiber failed @ 47,716 joules, second fiber @ 19,405 joules, and the third fiber @ 2879 joules. The procedure was completed with the fourth fiber @ 43000 joules with a total 113,000 joules and 29:13 minutes of usage. Patient outcome: "no injury to the patient" was reported. This event is for second fiber.